Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed device manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir is not occluded. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 24 mmol/l. Device alarmed no delivery during prime. Customer was unable to push insulin through manually. Customer was able to prime with new reservoir with old infusion set. Found motor error alarms in history. Customer had an ultrasound with the device on. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.